Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient experienced an overstimulation sensation. The patient was at a shopping mall within the last week and it was noticed their device was "going higher and higher." It was stated the patient had been exposed to a theft detector or security gate. The patient experienced acute pain and was in "so much pain, they could not walk." It was noted the patient's pain subsided when they went out and sat in the car. Additional information has been requested, a follow up report will be sent if additional information is received.